Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book) alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement or a broken force sensor was detected during seating or regular delivery alarms noted during testing. The motor was tested outside the device and passed.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed multiple times that the pump detected movement in hall sensor counts that were unexpected since the pump did not command motor movements. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump was exposed to a high magnetic field. Troubleshooting was completed but the pump failed a self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.